Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records for this device could not be reviewed. A review of the device labeling was completed. A malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
The surgeon reported that an istent was inadvertently implanted below the scleral spur due to compromised intra-operative visualization secondary to heme. Initially, the surgeon believed that the stent was successfully implanted but was unable to confirm until a post-operative appointment. The malpositioning did not result in any adverse impact to the patient. The surgeon conferred with the glaukos medical monitor who reported that they discussed various scenarios and options for moving forward with the patient's care. Since iop is okay the patient will be monitored an depending on the outcome additional intervention may be required as discussed. Additional information has been requested.

Event description:
The surgeon provided the following additional information to glaukos on 05/21/2018. Postoperatively, the stent was found malpositioned in the scleral spur (od) without adverse impact to the patient. The stent was observed to be in a stable position, and it is being monitored. According to the surgeon, a possible cyclodialysis cleft may have been inadvertently created during the procedure, and the intraoperative procedure was complicated by hyphema. The patient¿s current status and prognosis were described as ¿doing very well, iop is low on meds¿, and no action is necessary.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Cyclodialysis cleft and hyphema are identified in the labeling as known inherent risks of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# (B)(4).